Manufacturer narrative:
The investigation determined that discordant, reactive vitros anti-sars cov-2 total (cov2tot) results were obtained when samples from two different patients were tested using vitros cov2tot lot 0021 on a vitros 3600 immunodiagnostic system. The results were discordant when compared to non-reactive anti-sars-cov-2 (vitros and non-vitros) results for the same patients. A definitive assignable cause for the discordant reactive vitros cov2tot results for patient 1 and patient 2 could not be determined with the information provided. A vitros cov2tot lot 0021 reagent issue cannot be ruled out as a contributor to the event, as no quality control results were provided to verify the performance of the assay. However, tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0021. There was no evidence to suggest an instrument malfunction. However an instrument issue cannot be ruled out as a contributor to the event because no precision testing was conducted to verify the performance of the vitros 3600 immunodiagnostic system around the time of the event. Pre-analytical sample processing cannot be ruled out as a contributing factor, as it was not possible to determine whether the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. It is unknown whether an interferent contributed to the event, as no further testing using a tube to block potential interference in the patient samples was conducted.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report discordant, reactive vitros anti- sars-cov-2 total (cov2tot) results obtained from samples from two different patients when tested on a vitros 3600 immunodiagnostic system. The vitros cov2tot results were discordant when compared to other anti-sars-cov-2 results from the patient samples. Patient 1, vitros cov2tot result of 18.9 s/c (reactive) versus the expected result of non-reactive. Patient 2, vitros cov2tot result of 28.2 s/c (reactive) versus the expected result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2tot results were not reported from the laboratory to a physician and were not used to aid in diagnosis of sars-cov-2 infection. Patient management was not influenced based on the vitros result and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).